Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned outer-grip locking fem implant impactor confirms a piece of the metal tip is broken off. The broken piece was not returned. The device was manufactured in 2020. The device exhibits signs of normal wear and use. A medical investigation was conducted and this case reports that the outer-grip locking fem implant impactor broke while impacting. Per complaint details, the break occurred external to the patient. There was no patient injury or surgical delay, and the procedure was completed using the same device. Since no harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear / tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka procedure the outer-grip locking fem implant impactor broke while impacting. There was no delay. Procedure concluded with the same device. No other complications were reported at this time.